Event description:
It was reported that the iab could not be inflated fully while inside the patient during the procedure. As a result, the staff removed the balloon catheter, and another catheter was inserted at a different insertion site. Patient condition was listed as fine.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported that the iab could not be inflated fully while inside the patient during the procedure. As a result, the staff removed the balloon catheter, and another catheter was inserted at a different insertion site. Patient condition was listed as fine.

Manufacturer narrative:
(B)(4). The product was not returned for investigation. The reported complaint of iab would not inflate completely is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.